Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal stent has been implanted to treat a 5-cm malignant stricture which caused obstruction in the duodenum during an esophagogastroduodenoscopy with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, there was difficulty releasing the stent out of the outer sheath. The physician forcefully deployed the stent, and then the blue outer sheath and the stainless tube handle got kinked, while a portion of the stent still remained in the delivery system. The physician shook the delivery system in an attempt to release the entire stent, and then the stent was able to be deployed but not in the target location. The stent did not cover the entire lesion. Reportedly, the delivery system was removed and the stent remained implanted. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal stent has been implanted to treat a 5-cm malignant stricture which caused obstruction in the duodenum during an esophagogastroduodenoscopy with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient¿s anatomy was tortuous. According to the complainant, during the procedure, there was difficulty releasing the stent out of the outer sheath. The physician forcefully deployed the stent, and then the blue outer sheath and the stainless tube handle got kinked, while a portion of the stent still remained in the delivery system. The physician shook the delivery system in an attempt to release the entire stent, and then the stent was able to be deployed but not in the target location. The stent did not cover the entire lesion. Reportedly, the delivery system was removed and the stent remained implanted. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex duodenal delivery system was received for analysis; the stent was not returned which indicated that the stent was deployed. Visual examination of the returned device identified two kinks along the stainless steel tube. The outer sheath was noticed to be accordioned near the exterior tube handle. No other issues were noted with the delivery system. The damages noted with the returned device are consistent with the excessive force being applied to the delivery system during use. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were most likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.